Event description:
The facility's representative reported an infusion pump with an overinfusion found during patient use. No patient injury was reported, and no medcial intervention was needed. Side 1 of the pump was programmed at 7.5ml/hour to deliver 40ml, and it delivered 43ml. The representative stated that the pump delivered in 16 hours what it should have delivered in 23 hours. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding medication involved, and tubing being used. An incident report was filed on this incident by the reporting facility.